Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while charging the pump battery and subsequently, pump shut down. After charging the pump for an additional amount of time the pump turned on and alert was cleared. Customer's blood glucose was approximately 180 mg/dl.